Manufacturer narrative:
(B)(4). Clinical review of the medical records do not reveal a causal relationship between fresenius peritoneal dialysis products and the patient¿s hospitalization for pleural effusion. The patient was diagnosed with peritoneal dialysis catheter dysfunction and converted to hemodialysis. The peritoneal dialysis catheter is not a fresenius manufactured product. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
The following is from medical records provided by the patient's treatment facility. The patient presented to the emergency department with shortness of breath during his fill when doing dialysis that worsened while lying down. The patient found he was retaining fluid when using his 1.5% solution so used his 4.25% for his next treatment on the cycler. He had a 1.6l ultra-filtrate, felt better but continued with his shortness of breath. Previously he had not had any problems with an almost three liter affluent, however he was feeling full and pressure pushing up on his diaphragm. He reported weight gain in the past few days. He denies constipation. The patient had lung imaging that was concerning for right sided effusion. On (B)(6) 2016, the patient had ultrasound - guided right thoracentesis with removal of 1660ml clear and serous fluid withdrawn. Studies reveal the fluid was consistent with peritoneal fluid. This was confirmed via peritoneal scintigraphy demonstrating moderately large peritoneal right diaphragmatic communication. The patient continued to have ongoing shortness of breath. A repeat chest x-ray after thoracentesis demonstrated residual moderately-sized pleural effusion. A repeat ultrasound-guided thoracentesis was ordered for (B)(6) 2016. Thoracic surgery was consulted and on (B)(6) 2016, the patient had a right chest pleurex catheter placed. Additional fluid was drained. On (B)(6) 2016, peritoneal dialysis was reattempted but there were problems and the dialysis could not be completed. The patient was administered hemodialysis on (B)(6) 2016. The patient was discharged (B)(6) 2016 and diagnosed with peritoneal dialysis catheter dysfunction.

Manufacturer narrative:
Complaint sample was not available, and the lot number of product involved in this incident was unknown. However, sales and shipping search to the client within the time frame of three months before the date of occurrence was performed. According to our records no product is available from these lots on distribution centers to be analyzed. The entire lots have been sold and distributed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the record review confirmed the labeling, material, and process controls were within specification. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed.